Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01106. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device - 7 days. Manufacturer's investigation conclusion: the device remains implanted and the patient remains ongoing on vad support. A correlation between the device and the reported event could not be conclusively determined. Bleeding, respiratory failure, and cardiac arrhythmia are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient presented with a bloody stool in the fecal bag. The patient¿s anticoagulant at the time of event was heparin. The patient was transfused with 3 units of packed red blood cells (prbc). On (B)(6) 2018, a colonoscopy; showed a large polypoid growth and 2 large ulcers with no active bleeding in the ascending colon. On (B)(6) 2018 abdomen/pelvis CT revealed small abdominal and pelvic ascites. No gross colonic mass or obstruction. No additional information was provided.